Event description:
It was reported that due to a grounding pad error on the console, the procedure was cancelled. This was discovered during the procedure. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that due to a grounding pad error on the console, the procedure was cancelled. This was discovered during the procedure. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the complaint could not be confirmed. No device malfunctions were found on the device. Based on a review of trending information, potential causes for a grounding pad error include poor placement of the grounding pad, not connecting the grounding cable securely to both sides of the grounding pad, using a bad electrode, using a bad multigen cable, using a damaged multigen ground cable, not having the cables fully connected into the unit, or the multigen unit not correctly detecting the cable.